Event description:
Customer's mother stated that her daughter's insulin pump is having problems with drive support cap, stating that it is loose. Customer is having high blood glucose readings. Customer has also had hospitalizations due to high blood glucose, customer using back up plan for two weeks. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.